Manufacturer narrative:
Stryker evaluated the customer's device and verified the reported issue. The device is unrepairable and has been removed from service. The cause of the reported issue could not be determined. Stryker contacted the customer to request additional information on the patient. No response has been received from the customer. Patient fields in which information is not provided were intentionally left blank.

Event description:
The customer contacted stryker to report that their device would not fully power up. In this state the device would be inoperable and defibrillation therapy would not be available if needed. This issue is patient related; however there was no adverse event reported.

Manufacturer narrative:
B5 has been updated from: this issue is patient related; however there was no adverse event reported. To: there was no patient involvement reported with the event. Additional information was received that there was no patient involvement reported with the event.

Event description:
The customer contacted stryker to report that their device would not fully power up. In this state the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
This MDR is being submitted to correct the incorrect aware date of supplemental medwatch report 001 which indicates 07/20/2022. The aware date of supplemental medwatch report 001 should indicate: 12/22/2022.

Event description:
The customer contacted stryker to report that their device would not fully power up. In this state the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient involvement reported with the event.